Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: product ID: 693558, lead, implanted: (B)(6) 2010.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) never "kicked on" or shocked them when their heart was "acting up" and they had an increased heart rate. Follow-up was conducted to obtain further information on the patient's device, but the attempts were unsuccessful. Records indicate that the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that follow-up was received indicating the device was functioning normally and no issues were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.